Manufacturer narrative:
PMA/510(k) # k163468. (B)(4). Exemption number: e2016031. (B)(4). Follow up correction report needs to be submitted to updated manufacturing process in investigation findings. This complaint is related to FDA MDR ref # 3001845648-2017-00281. This pr deals with the 2nd device used. Please note the follow change to the investigation: report sent 2017-11-16: "as per manufacturing process, the flexor sub-assemblies would have been scrapped, the stent removed from the damaged flexor, inspected by the mtm for damage and then the stent would have been loaded into a new flexor." Updated to: "as per manufacturing process, the flexor sub-assemblies would have been scrapped, the stent assigned for this introducer would have been inspected by the mtm for damage and then the stent would have been loaded into a new flexor." This update confirms that stent was re-assigned to a new flexor prior to loading rather than being removed from the damaged flexor.

Event description:
Duodenal stent failed to deploy. "As per complaint form": once device was in placed, red safety guard was removed from handle. The handle was squeezed to deploy stent. The red marker on top of the handle moved as handle was squeezed but stent would not deploy. Device was removed & a 2nd device was opened. Same problem occurred again. Then a 3rd device was opened & it deployed successfully. Reference related report # 3001845648-2017-00281.

Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of (B)(4). Exemption number: e2016031. (B)(4). Follow up correction report needs to be submitted. Note: this complaint is related to FDA MDR ref # 3001845648-2017-00281. This pr deals with the 2nd device used. 1 x evo-22-27-9-d of lot number c1327772 was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that no part of the stent was exposed from the sheath. No lockwire was returned and there was a kink in the flexor at the handle. The red shuttle deployment marker was towards the back of the handle. The handle was dismantled during lab evaluation to show that the flexor had broken at the shuttle cap. The stent was manually deployed and noted to be fine. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated within the laboratory setting, a definitive root cause could not be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evolution device of lot c1327772 revealed 01 device was reworked under a non conformance form for ¿delamination of sheath¿. As per manufacturing process, the flexor sub-assemblies would have been scrapped, the stent removed from the damaged flexor, inspected by the mtm for damage and then the stent would have been loaded into a new flexor. It may be noted that a project ire0045-k was assigned at this time to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences. There were no other discrepancies in the manufacturing records that could have contributed to this complaint issue. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Quality engineering assessed the complaint as per (B)(4) and the risk has been determined to be moderate . No immediate action is required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up correction report needs to be submitted (risk assessment omitted in error). Duodenal stent failed to deploy. "As per complaint form": once device was in placed, red safety guard was removed from handle. The handle was squeezed to deploy stent. The red marker on top of the handle moved as handle was squeezed but stent would not deploy. Device was removed & a 2nd device was opened. Same problem occurred again. Then a 3rd device was opened & it deployed successfully. Reference related report # 3001845648-2017-00281.

Manufacturer narrative:
PMA/510(k) # k163468. Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Exemption number: e2016031. (B)(4). Importer site establishment registration number: (B)(4). Note: this complaint is related to FDA MDR ref # 3001845648-2017-00281. This pr deals with the 2nd device used. The following clarification was provided: ¿the dr said the stents did not deploy they are still in the introducer.¿ 1 x evo-22-27-9-d was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that no part of the stent was exposed from the sheath. No lockwire was returned and there was a kink in the flexor at the handle. The red shuttle deployment marker was towards the back of the handle. The handle was dismantled during lab evaluation to show that the flexor had broken at the shuttle cap. The stent was manually deployed and noted to be fine. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated within the laboratory setting, a definitive root cause could not be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl there were no other discrepancies in the manufacturing records that could have contributed to this complaint issue. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to include the investigation conclusions. Duodenal stent failed to deploy. "As per complaint form": once device was in placed, red safety guard was removed from handle. The handle was squeezed to deploy stent. The red marker on top of the handle moved as handle was squeezed but stent would not deploy. Device was removed & a 2nd device was opened. Same problem occurred again. Then a 3rd device was opened & it deployed successfully. Reference related report # 3001845648-2017-00281.

Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
This initial report is being submitted due to the malfunction precedence: flexor kinked/stretched/broke/compressed. This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family. Duodenal stent failed to deploy: "as per complaint form": once device was in placed, red safety guard was removed from handle. The handle was squeezed to deploy stent. The red marker on top of the handle moved as handle was squeezed but stent would not deploy. Device was removed & a 2nd device was opened. Same problem occurred again. Then a 3rd device was opened & it deployed successfully. Reference related report # 3001845648-2017-00281.